Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Analysis of the desktop charger ((B)(4)) found broken connector pins.

Event description:
It was reported that the recharger was not charging. The connector pin had broken (B)(6) 2015. The stimulator went dead on (B)(6) 2015 and needed to recharge. The patient got the desktop charger but they could not pull the connector pin out of the recharger, they could not plug the desktop charger to charge the recharger. It was noted on (B)(6) 2015 that the patient could not recharger normally and was not receiving effective therapy. It was unknown how the patient was doing. The indication for therapy was spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. On (B)(6) 2015 (B)(6): follow up reported that the patient does not have concerns with her device or therapy. The patient received assistance from her health care provider or medical device representative on (B)(6) 2015 and (B)(6) 2015. Should additional information be received, the event will be updated accordingly.

Manufacturer narrative:
Corrected information: sex, date of birth.